Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions, the screen on the pump became frozen. The customer let the pump battery die and then it was able to be restarted. The customer's blood glucose (bg) level was in the 400 mg/dl range. Insulin injections were used to address the bg level and were to be used to manage diabetes.